Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the result in a supplemental report.

Event description:
On (B)(6) 2004, the pt contacted lfs alleging that her on touch profile meter was displaying the battery icon. Pt has been unable to use the meter since the beginning of (B)(6) 2004. The pt was experiencing symptoms of perspiration at the time of concern. She did not attempt to test while experiencing symptoms and took no actions. Her hba1c was elevated, but no changes were made to her diabetes medications. No further treatment was received. The customer service rep confirmed that the meter as displaying the battery icon even with new batteries. The pt neither alleged harm nor experienced injury. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.